Event description:
It was reported that the customer was in a coma and hospitalized for low blood glucose levels. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump passed the displacement test. Reviewing the device settings, it was found that the customer inadvertently had changed her basal rates to receive more insulin. It was stated that the customer bolused 4.1u within 20 mins. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.